Event description:
Facility alleges blood leak during dialysis secondary to cracked header. Rn reports ebl 7100cc. Occurred at start of treatment - arterial header. 13th use. Pt restarted on new dialyzer with no further medical intervention required.